Event description:
It was reported that during a lap nissen procedure, the maximum button was not working. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Serial number = na. Evaluation summary - the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.